Event description:
In (B)(6) 2000 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan revealed the filter was angulated approximately 16 degrees with 6 struts extend beyond the vena cava wall approximately 1mm and 3mm.

Event description:
In (B)(6) 2000 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan revealed the filter was angulated approximately 16 degrees with 6 struts extend beyond the vena cava wall approximately 1mm and 3mm.